Event description:
A patient underwent a dialysis catheter placement procedure using equistream. On (B)(6) 2025, post procedure it was found that the catheter allegedly had opacity or white discoloration after the cvc hub. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not provided for review. Three photos were provided for review. The photos show a clinician holding an implanted dialysis catheter, in which ballooning and opacification were noted on both extension legs near the bifurcation. Therefore, the investigation is confirmed for the reported catheter discoloration, opacification and the identified stretched and material protrusion issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using equistream. On (B)(6) 2025, post procedure it was found that the catheter allegedly had opacity or white discoloration after the cvc hub. There was no reported patient injury.